Event description:
It was reported that during a single-site da vinci cholecystectomy procedure, the tip of the crocodile grasper instrument broke and instrument fragments fell inside the patient. According to the initial reporter, who was present during the surgical procedure, the instrument was installed on patient side manipulator (psm) 1 at the start of the surgical procedure and was never removed until the event occurred. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. The surgeon was able to use the instrument for about 12-15 minutes without any issues before the event occurred. Towards the end of the surgical procedure, the surgeon was using the crocodile grasper instrument to grasp and place the gallbladder in an endocatch bag. During that process, the distal end of the instrument just fell apart according to the initial reporter. Per the initial reporter, when the event occurred, the crocodile grasper instrument was not touching or colliding with any other instruments or surgical devices. The surgeon placed another laparoscopic port in order for his assistant to successfully retrieve all of the instrument fragments that fell inside the patient. The surgical procedure was completed. On (B)(6) 2015, intuitive surgical, inc. (Isi) received additional information regarding the reported event from the site. The site's assistant vp of perioperative services confirmed that the surgeon placed an additional 5 mm port in order to successfully retrieve a total of 3 instrument fragments that fell in the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the surgeon placed an additional laparoscopic port in order for his assistant to retrieve fragments from the crocodile grasper instrument that broke off and fell inside the patient. However, the cause of the instrument damage is unknown.